Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12 .6 implantable collamer lens and the lens went into the patient's eye upside down. The lens was removed during the same surgery, with no patient injury. Due to the patient was upset/nervous, a second lens was not implanted and the surgery was cancelled. The patient returned the next day and the backup lens was implanted with no problem. The patient is doing well.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4) - unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).